Manufacturer narrative:
H3: one device was received for evaluation. Service history review found no previous repairs related to this repair. The event log was reviewed but no error codes were identified. Visual inspection identified that the lcd had black lines running through the screen and the downstream occlusion (dso) seal was delaminated. The dso seal was replaced to fix the issue. The dso/ upstream occlusion (uso) sensors were calibrated. A performance verification testing (pvt) was performed, and the unit passed all testing criteria. The unit was reset to standard configuration.

Event description:
The customer returned product for failed preventative maintenance (pm), during physical inspection it was found that the dso seal was delaminated. There was no patient harm, involvement or delay of therapy.